Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the programmer head had no "green light." The programmer head passed all functional and systems tests and no anomalies were found. (B)(4).

Event description:
It was reported that the radio frequency programmer head had no green light. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had no green light. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.